Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix issues. This lead was then successfully replace. Additional information was received form product analysis and this lead was found fracture. No adverse patient effects were reported.